Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and was admitted to the hospital. Upon interrogation, loss of capture and a high out of range pacing impedance measurement of over 2000 ohms was exhibited by the device and right ventricular (rv) lead. Surgical intervention was performed and the rv lead was abandoned and the device was explanted and replaced. The physician suspected an insulation issue with the rv lead causing the reported clinical observations. No additional adverse patient effects were reported.